Manufacturer narrative:
(B)(4).

Event description:
Diabetes educator contacted dexcom on (B)(6) 2016 to report that the receiver displayed error 121 on (B)(6) 2016. The diabetes educator did not report injury or medical intervention. No additional patient or event information is available.